Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011245, k002188.

Event description:
The doctor reports that the patient complained of pain and showed abnormal swelling, but no lesions and it was necessary to remove the implant. Symptoms: pain, inflammation, edema, allergic reaction and infection. The doctor confirms that the procedure was not completed by placing another implant. The affected dental position is #21.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported allergic reaction with implant and symptoms (pain, inflammation, edema and infection).

Manufacturer narrative:
Four tapered swissplus implants, (spb12 & spb14 (3)) were returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but apparent signs of malfunction. Functional testing could not be performed due to that nature of the devices and event. This investigation addresses the device, spb12. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the spb12 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The customer did not submit images for the reported event. Appropriate documentation was reviewed. The following complications may occur relative to implant placement: pain, discomfort, dehiscence, delayed healing, paresthesia, hyperesthesia, edema, hemorrhage, hematoma, infection, inflammation, local and generalized allergic reaction, lack of integration, loss of bone, and loss of implant. Other adverse effects may also occur as a result of iatrogenic factors and host responses. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were patient factors (host responses). Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: